Event description:
Device returned for analysis with report of explant due to "roller stall". Detail in report indicated that in 2001 there was a cessation of therapy - no pain relief. A dye study revealed catheter out of the intrathecal space and looped at back spinal segment. Catheter replaced and csf flow checked at the side port once the catheter was reconnected. Twenty one days later, a dye study was done again due to no improvement in pain relief. The catheter was patent but the roller was stalled. The pump was replaced. Follow up with the hcp revealed the pt had a catheter revision prior to the pump stall and developed a dehiscence/infection associated with the new pump replacement. The infection was considered associated with the operative procedures and resulted in system explant. Pt has recovered from the event.